Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set. Elevated bg was addressed by changing the infusion set and delivering a manual insulin injection of insulin therapy. The infusion set brand and manufacturer was not provided.